Event description:
A nurse reported that following a cataract extraction with intraocular lens (iol) implant procedure, the iol was slightly off center observed post three week of initial implantation. The surgeon recommended that patient have surgery to attempt to recenter the lens with a possible exchange. At the beginning of the case it was noted that there was a crack at the optic haptic junction. While attempting to bring the lens into the anterior chamber, that haptic fell off. That haptic was removed from the eye. The surgeon continued attempting to bring the remaining portion of the lens into the anterior chamber when the second haptic just fell off. That haptic was then removed as well and the lens body was removed. A new lens was replaced.

Manufacturer narrative:
The lens was returned inside a plastic specimen cup. Solution was dried on the lens. Both haptics were broken at the gusset area. Both broken haptics were returned in the specimen cup. The optic anterior surface has light scratches. A photo was provided that matches the condition of the returned product. Product history records were reviewed and the documentation indicated the product met release criteria. Information was provided that indicated a qualified cartridge, handpiece, viscoelastic were used. The explanted lens was returned with both haptics broken. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met alcon¿s release criteria. Based on our observation, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. Qualified associated products were used. The amount of viscoelastic placed into the cartridge prior to lens loading is unknown. The instruction for use (IFU) instructs: the IFU instructs to completely fill the cartridge with ophthalmic viscosurgical devices (ovd) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4).